Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh protrusion, spotting, vaginal discharge, severe discomfort, extreme bleeding and odor. A mesh excision was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.